Event description:
It was reported that the patient presented remotely with ventricular tachycardia (vt). Upon review, it was found that the right ventricular (rv) lead exhibited low out-of-range defibrillating impedance, which caused the implantable cardioverter defibrillator (ICD) to abort therapies. There was no malfunction alleged on the ICD. The ICD was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.